Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide the lot number? Event date? Note: event reported in 2210968-2021-09132 and 2210968-2021-09133 trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ug/m.

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. During the procedure, the suture was detached from the needle when passing the needle through the muscle layer. Another like device was used. There were no adverse consequences to the patient. No additional information was provided.